Event description:
This complaint is from a literature source. The following literature cite has been reviewed: large b-cell lymphoma occurring in a breast implant capsule. Objective: a clinical case. Methods: a published viewpoint. It was reported that an 83-year-old woman who underwent primary reconstruction with mentor (heyer schulte*) saline implant has developed a baker grade IV capsular contracture of the right breast associated with swelling and breast asymmetry. The patient underwent removal of the intact implant and a complete capsulectomy. Periprosthetic fluid was submitted for cytologic evaluation. Histopathology results revealed large b-cell lymphoma cells within the fluid and inner lining of the capsule that was grossly calcified and layered. The lymphoma cells stained strongly positive for cd20 and negative for anaplastic lymphoma kinase-1, cd3, cd30, kappa, lambda, and cytokeratin.

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation review could be performed. Reason for device explant and/or reoperation: capsular contracture. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Correction: after clinical/secondary review of this file performed on 09-nov-2022, it was decided to remove h6 health effect - clinical code cancer (e1801) and replaced it with lymphoma (e180104) to more accurately capture the reported event. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 23/sep/2022, mentor became aware that the initial report mistakenly omitted some information. The patient was 83 years old at the time of event. The device was implanted on or around (B)(6) 1970, and explanted on or around (B)(6) 2004. Additionally, block b2 is life threatening was inadvertently not checked in the initial report. Manufacturer's reference number: (B)(4) added patient age, date of implant and date of explant, which were mistakenly omitted from the initial report. Block b2 is life threatening: checked.